Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the pump screen, an issue present since the pump was acquired and has worsened over time. There was no adverse impact on the customer's blood glucose level. To address the issue, technical support confirmed the pump was not connected to a power source and provided instructions to press the button more effectively, but the issue persisted. Customer reverted to an alternate method of insulin delivery.